Manufacturer narrative:
Evaluation summary: we received one pump (infusion) with a broken catheter for evaluation and investigation. The catheter piece received was the proximal side of the catheter. We did not receive the distal side of the catheter. The length of the catheter piece was measured and found to be 25.5 inches. Visual examination showed that the mid-body and the breaking point of the catheter were overstretched. The device directions for use (dfu) states: "if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30-60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal" -"if the catheter is still difficult to remove, an x-ray is recommended - "do not cut or forcefully remove the catheter" -"do not apply additional tension if the catheter begins to stretch" based on the evaluation and information provided in the device's directions for use (dfu), the technique used in the removal of the catheter may have contributed to the reported incident. We also tested two retained catheters having the same lot number (722023) involved in this incident. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results were found to be within acceptable limits. In addition, a review of lot history showed that this was the only catheter break related incident from this lot. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Following acl procedure, the patient removed the pump and, the catheter broke inside the patient.